Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip free denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip free. At an unk time after starting super poligrip free, the pt experienced neuropathy, tingling of head, tingling of arm, anemia, sickness, common cold and numb feet. This case was assessed as medically serious by gsk. Treatment with super poligrip free was continued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for qa testing. (B)(4).